Event description:
The customer observed non-reproducible, falsely elevated vitros trop I es results on a single patient sample on a vitros eciq. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The falsely elevated results were reported, and a correct report was issued. Ther were no allegations of harm as a result of these events. (B)(4).

Manufacturer narrative:
The customer did not want to pursue troubleshoot. Ocd field service was dispatched and obtained datalogger files for the timeframe in question. The datalogger files indicated the need for service on multiple modules of the vitros eciq. Following service on the vitros eciq, the customer has had no additional occurrences of non-repeatable falsely elevated results. The root cause is instrument related.